Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 640 mg/dl. Customer's blood glucose at the time of the call was 117 mg/dl. Troubleshooting found that the customer was admitted into the hospital for diabetic ketoacidosis. Customer was assisted in programming basal rates and their doctor changed them recently. Further troubleshooting was declined by customer as he only wanted to provide this information.